Event description:
The recipient reportedly experienced an infection and device extrusion. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead and cut silicone was observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced an infection, skin flap breakdown, and device extrusion. The recipient's device was explanted. The recipient was prescribed 2 grams of IV cefazolin every 8 hours for 2 weeks. The recipient's infection is still resolving.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's infection reportedly resolved. This is the final report.